Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to med watch 2032227-2016-23414.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 290 mg/dl. During troubleshooting for high blood glucose, air bubbles were noted in the reservoir. The customer was assisted in priming them out. The insulin was stored at room temperature. The reservoir was not returned for analysis.